Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider regarding a patient receiving intrathecal dilaudid 5.0 mg/ml at 0.8656 mg/day via an implantable pump. It was reported that the patient's pump was returned due to a malfunction. The pump was removed on (B)(6) 2024.

Manufacturer narrative:
H3. The pump and catheter were returned for destructive analysis and identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.